Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned device confirms the reported observation. There is a piece of part of the packaging materials, not external debris, on the outer surface of the stem. It cannot be conclusively determined how it was transferred to the physical stem. It is not considered foreign material or external debris. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  corrected device evaluated by MFR. Added concomitant medical products. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trilock stem within the sterile packaging has a white particulate on the gription blast. Surgeon said it felt like a different material than the foam barrel placed over the trunnion. Surgeon requested a new stem without removing from the stem packaging sleeve. Surgery delay: 2 min.